Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right half colon radicular surgery, while being applied right off the right colon, the "nail" cartridge could not be closed. They changed to another product to complete the case. The patient was unharmed.